Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient also had difficulty aligning the charger to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.